Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, damage (physical or cosmetic), belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1880l, acc-1601, unomedical. Troubleshooting was not performed. Customer reported that pump had a crack on the side and goes around the back, belt clip was loose and once or every two days received insulin flow block alarms. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1880l. No product return is required for acc-1601. No product return is required for unomedical.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. There were not any no delivery (insulin flow blocked) alarms found within the pump history and pump diagnostic trace files. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, fading serial number label, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Insulin flow blocked alarm complaint is not confirmed. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.